Manufacturer narrative:
UDI number: (B)(4). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a pedicle probe broke off within a pedicle during surgery. Additional bone was removed in order to retrieve the tip. No further impacts were reported.

Manufacturer narrative:
Additional information: the returned probe was examined and found to be fractured. The cause of this event can likely be attributed to some off-axis applied force or the surgeon attempting to alter the trajectory of the probe within the vertebrae. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that the tip of a pedicle probe broke off within a pedicle during surgery. Additional bone was removed in order to retrieve the tip. No further impacts were reported.